Event description:
Patient reported "rupture". Later, patient reported "pain". Healthcare professional confirmed the events. Ultrasound diagnosed rupture. This record is for the left side. Device remains implanted. Capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.